Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 18-mar-2016 from a (B)(6) female consumer (at time of essure insertion) and forwarded to bayer on 04-aug-2016. On (B)(6) 2014 essure (fallopian tube occlusion insert) was placed. The consumer's concurrent condition included nickel allergy. She stated before no nicked allergy, now it is. In an unspecified date the consumer experienced heavier menstruation, irregular bleeding or breakthrough bleeding, itching skin, gastro-intestinal complaints, pain during ovulation, pain in head, arthralgia, dizziness, increase or decrease of weight, tiredness, swollen abdomen, and dry skin. The consumer reported relation and/or family problems as influence on her daily life. Time until start complaints was 3 months. Blood test was performed but nothing was found. Removal of essure is planned. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavier menstruation and irregular bleeding or breakthrough bleeding. These events are listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding, including heavy and unscheduled bleeding may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the events heavier menstruation and irregular bleeding or breakthrough bleeding and essure use was assessed as related. This case was regarded as incident since essure removal will be required (planned). Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow-up received on 30-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 354 cases. Metrorrhagia. The analysis in the global safety database revealed 32 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavier menstruation and irregular bleeding or breakthrough bleeding. These events are listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding, including heavy and unscheduled bleeding may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the events heavier menstruation and irregular bleeding or breakthrough bleeding and essure use was assessed as related. This case was regarded as incident since essure removal will be required (planned). Other nonserious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected from consumer.